Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab (pal) identified a spline was broken on electrode #3 zone. It was initially reported by the customer that during the procedure, the pentaray nav high-density mapping eco catheter was no longer able to map on the carto 3 system. The pentaray nav high-density mapping eco catheter connections were re-seated without resolution. The cable was replaced without resolution. The pentaray nav high-density mapping eco catheter was replaced and the issue resolved. The procedure continued. This customer reported issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 19-sep-2023, the bwi pal revealed that a visual inspection of the returned device found the spline was broken on electrode #3 zone. This finding was reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the pentaray nav eco device was returned to biosense webster inc (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. The evaluation has been completed. The device was inspected, and it was found the spline was broken on electrode #3 zone. The device was connected to the carto 3 system and it was recognized and visualized correctly. No issues or errors were observed. The root cause of the issue reported by the customer could be related to the spline broken. The root cause of the spline broken could be related to excessive force used during the procedure, however, this cannot be conclusively determined. A manufacturing record evaluation was performed and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref# (B)(4).